Manufacturer narrative:
Health effect clinical code 4581: significant reduction of irido-coneal angels. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens of diopter -7.0/+0.5/003 into the patient's left eye (os) on (B)(6) 2022. The lens was exchanged on (B)(6) 2023 for a shorter length lens due to excessive vault and significant reduction of irido-corneal angles. This resolved the problem. The reporter did not give a cause for this event.

Manufacturer narrative:
B5: the reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens of diopter -7.0/+0.5/003 into the patient's left eye (os) on (B)(6) 2022. The lens was exchanged on (B)(6) 2023 for a shorter length lens due to excessive vault and elevated iop. This resolved the problem. H6 - health effect clinical code: 1937 (intraocular pressure rise). Claim# (B)(4).